Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation haas been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.

Event description:
The customer reported that this device was damaged. It was reported that the device was not fully closed when it was being removed from the trocar. There was no patient injury. No further info was available from the site. The incident device was returned and a visual inspection revealed that the jaw wire was bare.